Event description:
It was reported that the patient received an inappropriate shock due to right atrial and right ventricular (rv) lead fractures and oversensing. The leads were partially explanted, capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the proximal segment of the lead was returned and analyzed with no anomalies found. The distal connector was bent and visual analysis noted there was apparent explant damage. Concomitant product: 5076, implantable pacing lead, (B)(6) 2009. (B)(4).